Event description:
Dealer reported unit passed ovp then went e39 error code and fail-to-cycle.

Manufacturer narrative:
Changing power supply did not correct problem. Dealer changed epi pcb and corrected problem. Lab testing results: epi pcb inspected and no visual defects noted. Epi pcb installed in test and ran over several days and under extreme enviromental conditions. Unable to find any problem with this epi pcb.